Manufacturer narrative:
There was no patient injury. The PICC line had to be discontinued and replaced with a new PICC due to the leaking. Although the complaint form indicated that product was available for return to argon quality, no product has been received at the date of this report. Should product be received in relation to this complaint, the complaint will be updated as necessary. Potential causes for the user issue include a bolus of infusate or of a fluid used to flush the catheter applied with excess pressure, improper dimension in molded junction, a gap between tubing and molded junction due to improper insertion, or insufficient cure time. The instructions for use include several statements of counsel to educate users about how to avoid subjecting the catheter to high pressures: "use a 10 ml syringe design to flush the catheter. Do not use force to flush the catheter as a 10 ml syringe design has the potential to generate high pressure (greater than 40 psi) capable of rupturing the catheter." "Never use force to flush the catheter if resistance is met." "Never use the catheter for high-pressure injection. Syringes smaller than 10 ml and mechanical high-pressure injectors can generate pressures capable of rupturing the catheter." No other similar complaints have been received for the complaint lot number.

Event description:
PICC line catheters leaked at the junction of the double-lumen with flushing. It is difficult to determine if this was due to faulty PICC lines or if it could be from the securement device. The line does not always leak, but, we have had to discontinue and replace these lines due to the leaking.